Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy. Cook's instructions for use indicated that the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac-femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) verify from pre-implant planning that the correct device has been selected.

Event description:
In 2007, a male pt presented emergency with a 13 cm aneurysm right below the skin with the small bowel and colon incorporated into the wall of the aneurysm. Pt also had a short, angulated and flared aortic neck. The procedure went well but final angiogram showed a massive type la endoleak that was not resolved with multiple balloon inflations. The physician then decided to convert to an open repair. Due to the complexity of the aneurysm, the physician left the four iliac leg grafts in place, the main body extension graft that was used to flare one of the iliac leg grafts, and removed only the flex graft above the first stent above the flow divider. The physician then sewed in a tube graft. The pt did well. Also, prior to evar a cardiologist came in an stented the left anterior descending aorta and the pt's ejection fraction was 20% - 30%.